Event description:
On 10/20/1998, the dr assured co that his outcome has nothing to do with the graft, but is due to the pt having extremely narrow vessels and that the technical failure was due to poor pt selection.